Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter encountered resistance during advancement over the wire. Factors that may contribute to difficulty advancing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the wire was observed to be peeling. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9: corrected device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 3.0x15 mm nc trek trek balloon dilatation catheter (bdc) was attempted to be advanced on a whisper guide wire but they were not able to track it as the wire felt too sticky. The coating of the core of the wire was peeling when the wire was removed. Another whisper wire was attempted but had the same issues. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.